Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was in 2008, with no predilatation prior to stenting. A xience v was implanted in the proximal cx. There was an abrupt closure after the guide catheter was removed, ECG with st elevation and chest pain at level 10. A re-cath revealed 100% occlusion at the distal portion of the xience stent. It was determined to be plaque shift with abrupt closure. The treatment consisted of re-stenting with a mini vision multi link 2.0 x 23 mm overlapping. No additional event or pt info is available.